Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: unknown between (B)(6) 2022 and (B)(6) 2022. Implant date unknown date in (B)(6) 2022 complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the va lockscr ø5 self-tap l36 sst had no signs of issue or defect. X-ray evidence provided shows a plate and screw construct at the left distal femur with signs of bone and plate breakage. No other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the va lockscr ø5 self-tap l36 sst. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part number: 02.231.236s, lot number: 298p201, manufacturing site: mezzovico , release to warehouse date: 12 aug 2021, expiration date: 1 aug 2031, a manufacturing record evaluation was performed for the sterile lot number and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in great britain as follows: patient sustained periprosthetic fracture (ppf) below femoral nail in march and was fixed with va condylar plate on an unknown date in (B)(6) 2022. Patient was readmitted approximately 3 months after implant with plate fracture. No new trauma. Had been mobilizing in residential home. Normal to low bmi. Fracture non-united, but no evidence of infection. Revision occurred (B)(6) 2022. This is report 10 of 11 for (B)(4). This report is for a locking screw.